Event description:
The patient experienced symptomatic intracranial hemorrhage four days after a revive se ((B)(4)) was used to treat a left middle cerebral artery (mca) occlusion, possibly induced by vessel damage during the procedure. Additional information received (B)(4) 2014 indicated that concomitant devices used during the procedure included a prowler select plus ((B)(4)). At index procedure, a revive ((B)(4)) was used to treat left mca occlusion and post-procedural angiogram showed complete recanalization of tici score 3 after the first attempt and still cannulated five days post procedure. No further treatment was done. Concomitant devices included a codman prowler select plus ((B)(4)), stryker excelsior sl-10 ((B)(4)), optimo occlusion balloon ((B)(4)), ivr guide wire ((B)(4)), cx catheter uii ((B)(4)), cx catheter aii ((B)(4)). Four days post procedure, delirium and decreased level of consciousness were observed. Brain CT showed symptomatic intracranial hemorrhage. Craniotomy was conducted to remove hematoma. Five days post procedure, since the patient is under sedation, assessment of level of consciousness cannot be done, but her condition is stable. Relationship of the adverse event to the revive se study device and procedure were indicated as "not denied". It was reported that per the study investigators view, the event is possibly induced by vessel damage during intravascular treatment during index procedure. Therefore, relationship to the device and procedure cannot be denied. It was further reported that administration of heparin possibly worsened the hemorrhage. Additional information reported heparin (10000u/day) and warfarin (1.8 mg) were administered from post procedure day 1. Outcome was reported as not recovered.

Manufacturer narrative:
The patient did not have any known allergies to metals. The patient had a medical history of hypertension, diabetes, atrial fibrillation, cervical spondylosis, heart failure, constipation, cholelithiasis, and kidney disorder. Review of lot 15866769 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is report 2 of 2 related to (B)(4).

Manufacturer narrative:
The prowler select plus is not available for analysis. A review of this prowler select plus lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available information, no conclusion can be made regarding the reported intracranial hemorrhage and the relationship to the revive se or prowler select plus. It was reported that the event was possibly related to vessel damage; however, there was no reported vessel damage at the time of the procedure. Additionally, it is possible that clinical factors including patient comorbidities, vessel characteristics, and vascular changes due to the presenting cerebral occlusion may have put the patient at an increased risk for cerebral hemorrhage. Although a definitive conclusion cannot be made, with review of the available information there is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.